Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient had general malaise and weakness with no fever. One of two cultures positive for staph species. The patient was seen by infectious disease. They felt this was a ¿contaminant¿. No other clinical signs of sepsis. The pump was evaluated by the surgeon with no evidence of infection noted. The patient with no signs of clinical infection with reported follow-up in 6 weeks. The patient was last seen (B)(6) 2016 with no signs of infection.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient was dealing with a blood infection. The patient had started getting sick on (B)(6) 2016. It was stated that the patient was working with his managing physician after the implanting surgeon indicated that he could not help him. As of 2016-may-02, the blood infection had not resolved and was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.